Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice automated pd set with cassette was leaking. The leak was observed during fill one of eight of peritoneal dialysis (pd) therapy. The patient was connected for therapy at the time of this event. During therapy, the patient observed a solution leak from a perforation in the patient line. Renal therapy services (rts) assisted the patient with disconnecting and ending the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.